Event description:
It was reported on (B)(6) 2015 that this patient had passed away. Obituary searches showed that the patient passed away on (B)(6) 2013. Follow-up with the patient's funeral home revealed that the patient was cremated and there are no records of the disposition of the device and was therefore likely removed during the autopsy and discarded. The date of death as stated on the death certificate was provided as "sudden death in epilepsy"; with no other indications listed. Attempts have been made for the relationship of the death to vns therapy but no relevant information has been received to date.